Manufacturer narrative:
H6: corrected the investigation findings and investigation conclusion codes. H11: added information regarding the results of this investigation. Investigation summary: no product was returned. Unable to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had difficult and tortuous anatomy preventing successful delivery of impella. Device history lot: device lot: 1967964. Device history review: device (sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was discarded by the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 74 year old female was implanted with impella 5.5 to support heart bypass procedure. During insertion wire support was lost while tracking device down ascending. Multiple unsuccessful attempts made to navigate tortuous anatomy. Decision made to remove and place impella cp.